Event description:
During a pm process, found the brake caster, not holding properly, due to lack of any more adjustment.

Manufacturer narrative:
Technician replaced caster to resolve issue. No reported injury.